Event description:
It was reported that the patient had just received a new system. When the patient sat up, the electrode was trying to protrude out of the skin. The next day, the doctor repositioned the electrode closer to the sternum. There were no additional adverse patient effects. The system remains implanted.